Event description:
The customer reported that her insulin pump had a cloudy screen and that she was receiving no delivery alarms. Her blood glucose level was 160 mg/dl. The insulin pump was reportedly dropped. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.